Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the transducer would activate once and give an error signal and then became unresponsive. The user changed the probe and received the same results. Once transducers were replaced, the issue was resolved. The transducer is not working. There was no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device return evaluation found that the unit was intermittently working. The error indicator illuminated red when the handpiece was activated for the first few times. Then, the unit started working and provided a 6-watt output, which was lower than standard specifications of 12-32 watts. In addition, multiple heavy kinks in the cable were noted, which most likely caused the device¿s malfunction experienced by the user. The root cause of the reported issue could not be determined. However, kinks in the transducer cable was most likely due to mishandling. To avoid inadvertent damage, the IFU (instruction for use) states: this product is a precision device, handle it with care. Avoid rough or violent handling, which may cause equipment damage and take special care to ensure all cables are undamaged. Olympus will continue to monitor the field performance of this device.